Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that both pitch cables were found to be broken at the distal clevis hub. The cable segments that contain the crimp were still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at wrist were not damaged. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cables if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during cleaning and sterilization, the customer noted exposed and broken cables on the permanent cautery spatula instrument. No patient harm, adverse outcome or injury was reported.